Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06826. It was reported during the trial procedure, the physician placed both leads into the epidural space, but the leads' position kept going anterior. The physician was unsatisfied with the lead placement and decided to abandon the procedure. Per the sjm representative present during the procedure the pt is doing well postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.